Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited under sensing resulting in loss of capture. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Investigation conclusion codes was updated.

Manufacturer narrative:
Corrected b5 and h6 coding.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited under sensing resulting in inappropriate pacing and loss of capture. No intervention was performed. There were no patient consequences.